Manufacturer narrative:
It was subsequently reported that corelab confirmed that no stent fracture occurred. No device malfunction occurred or is suspected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a lesion. It was reported that corelab identified a stent fracture. No patient injury reported.